Event description:
Note: no patient involvement. It was reported to boston scientific corporation in 2009, that a jagwire was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed one day prior. According to the complainant, part of the distal end of the wire was missing. The procedure was completed with another jagwire. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.